Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pressure needs to be checked and calibrated. This is due to inconsistent overpressure.

Event description:
It was reported that the pressure needs to be checked and calibrated. This is due to inconsistent overpressure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The pump was received with the warranty seal unbroken. The pump was visually inspected for physical damage and none was seen. The pump was then visually inspected for burnt/damaged components on all pcbas and none were seen. Additionally, both the pressure sensor and stepper motors were visual inspected for physical damage and none was seen. Although the reported failure could not be reproduced, the stepper motors (dedicated suction, shaver) were making more noise than usual each time they extended or retracted. The pump's stepper motors were then swapped out for a known working stepper motors. Once the swap was complete, the unit underwent a power cycling test with activation and the unit passed. The critical error log was also reviewed and there were no errors related to the reported complaint. The probable root causes for the reported failure could be due to user error and/or unintentional manipulation of the joint. The probable root causes for the noisy stepper motors could be due to user error and/or damaged or worn stepper motors. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.